Event description:
It was reported that difficult to deflate occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was used for dilatation. During the procedure, the balloon was inflated to 18 atmospheres for 60 seconds on the first attempt. However, deflation could not be performed. The balloon was forcibly pulled into the sheath, but it was difficult to extract due to interference between the sheath and the balloon. When the proximal side of the balloon emerged from the sheath, the balloon was cut and successfully removed. The procedure was completed with a different device. There were no patient complications reported.